Event description:
The customer reported a leak of approximately 300 to 500 milliliters from the coulter lh 750 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer stated that a sample was run on the instrument at the time of the event and the instrument did not generate any differential results. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and glasses at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and did not observe an active leak but found evidence of an overflow from vacuum chamber vc26 on the differential waste chamber. The fse also observed low vacuum drift error on instrument startup. The fse proceeded to replace vc26 chamber and the brown stripe tubing to resolve the low vacuum drift error and differential issues. During instrument startup, the fse noted that the needle bellows and sensors were not powering on. The fse re-seated the cables connecting the sensor distribution board to diluter 1 to resolve the issue and verified the repairs as per established procedures. (B)(4).